Event description:
It was reported that the physician repositioned the right ventricular (rv) lead several times during an attempted implant but was unable to obtain r wave measurements greater than 5 mv. The lead ultimately dislodged and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the right ventricular (rv) lead and superior vena cava (svc) connector pins had been cut off on the proximal end and not returned. The analyst further noted that dried tissue/body fluid in the sleeve head prevented the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).